Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va03y4z, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have had their device turned off since late (B)(6) 2015 as it was not working properly for its intended purpose. It was stated that they never had any progress getting satisfactory results with programming it and reducing any of their symptoms. The patient explained that they were diagnosed, implanted for essential tremor but it was later found that in actuality they had parkinson's disease. They were put on carbidopa-levodopa 25/100 3 times per day along with a variety of other medication, and the device has been off since the treatment for parkinson's began. The device will likely remain off forever since it was "placed in a location for essential tremor and needed to be in a different location to treat parkinson's." The patient indicated that they had to go through 2 life threatening operations, and wasn't treated for the right disease to begin with. Indication for implant is essential tremor. [Information was omitted pertaining to inapplicable patient medical history and diagnosis]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.